Manufacturer narrative:
Device data was reviewed and confirmed the reported event. The ascites pump did not activate despite the sensor being covered. Additionally, a service engineer (se) evaluated the device at the customer site and was unable to replicate the reported issue. Testing performed showed the pump functioned as expected. The ascites pump was cleaned as a precautionary measure and subsequently tested to verify proper system operations. All applicable testing was completed successfully.

Event description:
It was reported that approximately six hours into the perfusion, the soft-shell reservoir (ssr) had emptied completely and the recirculation pump did not turn on despite active sensing shown on the graphical user interface (gui). The clinical specialist (cs) guided the device user (du) through troubleshooting, which resolved the issue. It was noted that there was no kink in the tubing.